Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced elevated blood glucose after a meal while using the ilet system; the user noted a recent full supply change with no visible leaks or air bubbles, performed a fill tubing with observable drops, then completed a site-only change, after which glucose returned to range. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed insufficient information regarding a device problem or component involvement and no findings available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.